Event description:
User reported one event during a blood gas sample handling training, at a customer site, some scattered blood from a broken luer of a blood collection syringe got into the clinician's eye when he tried to expel air remaining in the syringe. The doctor held the part of the syringe luer where the filter cap was attached, by his left forefinger and thumb, and then he began to push the plunger up. At that time the luer was broken and some blood scattered. No treatment given.

Manufacturer narrative:
Eval: investigation: two samples received out of package for review. The mfg records for the lot associated with this issue were reviewed and found to have no notation regarding this type of event. The samples were viewed under 10x magnification. The luer on one sample appears to have been bent as it shows an area of white discoloration at the base of the luer than can be attributed to the device being slightly bent. The second sample has the luer of the device completely removed from the remainder of the syringe barrel. Neither the luer or the barrel, has any sign that the device was bent prior to breakage. A review of our complaints database reveals no similar reports on this device lot # (B) (4). Root cause: the root cause was determined to be a technique related event. Our history shows that rapid side pressure applied to an item attached to the luer will cause deformation and/or breakage at the luer. This report has been logged for trending.